Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 2000017420 additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 19674896. Additional suspect medical device component involved in the event: product family: scs-lead fixation, upn: m365sc43180, model: sc-4318, batch: 18367054.

Event description:
It was reported that patient underwent a spinal cord stimulator explant procedure where all devices were removed for unknown reason. No further information has been obtained despite good faith efforts.